Event description:
It was reported via repair work order that the bed was stuck in trend due to broken lift couplers. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.